Event description:
During endovascular therapy in 2008 on a male, the endograft was placed and deployed. The contralateral gate was cannulated. When it was time to remove the top cap, the top cap would not pop, even with all the maneuvers the physician tried. The pt was then converted to an open procedure and the graft removed. The pt did well and has been discharged from the hospital.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. No prod was rec'd to assist in this investigation. An internal clinical review indicated the event was due to deployment issues. However, we have notified the appropriate individuals and we will continue to monitor for similar events.